Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), and a ketone level identified as dangerous by healthcare professional; cause was unknown. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump and related supplies were functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.